Event description:
When the were doing the procedure I felt like my head was going to explode they said it was probably a allergic reaction. Since I have had these I have only had one period. My mood has completely changed to where I am on klonopins for. I constantly cramp have very excruciating pain in my left side I cramp constantly my lower back hurts when I have sex I can barely take it and I bleed afterwards. I've been having yellow green discharge that is very thick that u can literally roll in a ball. I am constantly tired feel like I have no energy at all. Sometimes I feel like I cant breath. I get emotionally depressed constantly. Recent medical conditions fibromyalgia psoriasis and spondylitis. (B)(4).